Event description:
Follow up information received confirmed that high impedances of >4000 ohms were measured on the patient¿s ins and that the cause was not determined. The patient was advised to schedule an appointment for follow-up with their managing physician. If additional information is received, a follow up report will be sent.

Event description:
Additional information received also reported there was an eos eol message. It was noted there was a revision happening at time of report. It was logged the ins was at eol and 2 of 4 contacts were reported not working on the lead/ext system. It was reported the hcp was planning to remove and replace the entire system and move it from the patient¿s abdomen to her back.

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# l68514, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1999, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient saw no light next to the implantable neurostimulator (ins) battery indicator on the back of the programmer. It was noted the patient felt no stimulation ¿for the past few days or so.¿ the patient programmer would not show a light next to the ins battery icon but only the green light on the top and the light next to the 9v battery display. It was noted that patient stated she was ¿getting nothing¿ meaning she did not feel stimulation. During the call, the patient tried the patient programmer and reported seeing a green and non-blinking light next to the ins battery icon. It was further reported that the patient had no simulation sensation. The patient tried increasing stimulation but did not feel it. The patient stated she ¿tends to be a little more active now.¿ it was noted the patient first noticed not feeling stimulation when trying to turn the ins on ¿3 days ago.¿ it was later reported that when the stimulation was turned on, there was a loss of therapeutic effect. It was noted there were impedance readings of greater than 4000 ohms on some of the bipolar pairs. There were also greater than 4000 ohms on all or some of the unipolar pairs. All pairs with electrodes 3 were greater than 4000. It was noted impedances were tested at 3v. It was noted that they were working on the bottom of the lead as they were trying to capture stimulation in the feet area and had been using electrodes 1, 2 and 3. It was noted that when the patient was programmed higher up on the lead, the patient had some stimulation sensation in the upper thigh and shin, which was not the target area. It was noted there was no trauma and the patient had loss of stimulation therapy about 1 month. Additional information requested but had not been received as of the date of this report.

Event description:
It was reported that all pairs with electrode 2 had impedance readings of "???"

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient only had the battery replaced due to normal end of life. It was also noted that everything worked fine at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).